Manufacturer narrative:
UDI #:unknown since the serial number(s) are not provided. Serial #s and expiration dates: unknown, not provided. Complete catalog #s are unknown since the serial #s were not provided. If implanted, give dates: unknown, not provided if explanted, give dates: unknown, not provided (B)(4). Manufacturing dates: unknown since serial #s were unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at least four preloaded insertion systems (pcb00) tore the sub-incisional anterior capsule during implantation. None of lenses have had to be removed. This MDR is being filed for three pcb00s that had no patient information or serial numbers. A separate MDR is being filed the 4th pcb00 that included patient information. No additional information was provided.

Manufacturer narrative:
This MDR is being filed as a correction to the initial MDR. Was inadvertently not filled out. The devices have not been returned to the manufacturer. Device evaluated by manufacturer? Not returned to manufacturer. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation. Reported complaint could not be verified. Since the serial number is unknown, the manufacturing records cannot be reviewed. During manufacturing process, all lenses are visually inspected under 10x microscope magnification and defective lenses are rejected. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.